Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that her infusion set became disconnected at the luer connection. The infusion tubing had been in use since four days prior. She reconnected the infusion tubing and was assisted with priming. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.